Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery to implant new cylinders due to a puncture. No further information was reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a cylinder puncture. The device was explanted and replaced. No further information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak and pressure tested. No anomalies were found with the components. Based on the information available and analysis results, the reported clinical observation of a cylinder puncture could not be confirmed.